Event description:
At 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14 february 2022. Lot 2114162: (B)(4) items manufactured and released on 26-oct-2021. Expiration date: 2026-oct-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional device involved: ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot 2109348: (B)(4) items manufactured and released on 04-nov-2021. Expiration date: 2026-oct-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.